Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken tube adapter. A broken piece, approximately 0.065" x 0.147" in size, was found missing and not returned with the instrument. As a result, the tip accessory was unable to be installed on the tube adapter properly. Additional observations not reported by site: the instrument was found to have a broken electrical contact. A broken piece, approximately 0.032" x 0.169" in size, was found missing and no returned with the instrument. The instrument was found to have abrasions/scratch marks on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 6mm monopolar cautery instrument cautery hook would not seat properly. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was used during the procedure prior to the issue being identified. There were no fragments that fell into the patient, the patient has not returned to the hospital for any complications.